Event description:
It was reported that the user requested assistance to complete a factory reset of the ilet following guidance from healthcare providers and support, and education was provided to announce small carbohydrate snacks that were causing postprandial glucose rises, which had appeared in reports as missed meal announcements. No reported symptoms. Outcomes included successful restoration of insulin delivery after the factory reset and user education on meal announcements. Investigation included remote troubleshooting and guidance to perform a factory reset and review of pump reports indicating unannounced carbohydrate intake. Investigation of this case revealed user-related missed meal announcements contributing to elevated blood glucose and that device function was restored through the reset with continued insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices.